Event description:
It was reported that balloon rupture occurred. An 8.0 x 20, 75cm mustang balloon catheter was selected for use in an endovascular therapy (evt). However, during initial inflation at 8 atmospheres (atm) for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition post procedure.